Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported via user facility medwatch #(B)(4) that during an unknown procedure, the blue anvil tip broke off during the surgical procedure approximately 2cm in size. The blue anvil tip was left in the patient. The procedure was completed with a similar device. There were no patient complications reported at this time.